Manufacturer narrative:
The device was received with no broken seals and in good condition with no appearance of any physical damaged. The device history report showed a motor rate error. The device was tested using the occlusion test. Testing showed motor rate error was found during occlusion test. The issue was caused by the leadscrew does not operate as intended. The tech replaced leadscrew also replaced clutch halves for preventive. Performed occlusion test and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a motor rate error. No patient injury reported.